Manufacturer narrative:
The complaints of blood control failure and the needles pulling the IV catheter during retraction could not be confirmed from the three shielded needles that were provided for investigation from lots 5120110 and 5210669. The implicated 18g insyte autoguard IV catheters were not returned with the needles. The returned samples exhibited evidence of use. No damage or defects were identified from a visual examination. A functional test revealed that the needles fully retracted when the safety mechanism was activated and the retraction time was within specification. No evidence of a leak was identified on the returned sample. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
Blood control failure. As needle is retracting it pulls the catheter out. Nurses are holding catheter to keep in place. (B)(6). How many times has this issue occurred with lot 5120110? Not answered. What are the dates of the events? 9/15/2025-9/19/2025.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.